Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/9/2024, it was reported by an arthrex subsidiary employee via email that an ar-1662psl-8 swivelock tenodesis, peek got damaged; although, it did not hit anything during insertion. This was discovered during a procedure on (B)(6)2024. The case was completed using another ar-1662psl-8 swivelock tenodesis, peek. Additional information received on 12/17/2024: this was discovered during a biceps tenodesis. The eyelet of the swivelock got damaged during insertion and all the broken fragments were removed along with the anchor. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.